Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump screen did not work during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h6, h10: the device was received for evaluation. During functional testing, the screen did not work as half of the screen was blank. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be the failed liquid crystal display (lcd). The lcd requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.